Event description:
11/20/2018 updated event description: it was reported that on an unknown date and during an unknown procedure a matrixneuro screws,titanium alloy self-drilling did not advance during insertion. The feature of the screw was not a self-drilling function. There was a surgical delay, however, the procedure was successfully completed. There was no patient consequence to patient reported.

Manufacturer narrative:
Updated event description. Additional reporter. Investigation summary: investigation site: (B)(4) selected flow: 2. Device interaction/functional. Visual inspection microscopic inspection showed that the tip of the matrixneuro screw is flattened and the thread is plastically deformed. Functional test: functional test could not be performed due to the damage incurred. Dimensional inspection: could not be conducted due to post manufacturing deformation and due to missing information (lot number unknown). Document/specification review: could not be conducted due to post manufacturing deformation and due to missing information (lot number unknown). Summary: the returned matrixneuro screw was examined and the complaint condition was able to be confirmed as the tip of the thread was found to be flattened. As a result, it was not possible to insert the screw. Since the lot number of the screw is unknown a review of the device history record(s) could not be performed. However, the damage incurred indicates that the screw was in contact with dense bone during insertion. As these screws are very small and quite fragile, a lot of care is required while handling. It can be confirmed the visible damages are not from any manufacturing non-conformance's. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Additional product codes: jey, gxr. (B)(6). Initial reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown surgical procedure on an unknown date, the 4mm matrixneuro screw was inserted badly. No additional information was provided. This report is for one (1) 4mm matrixneuro screw. This is report 1 of 1 for (B)(4).